Event description:
The consumer reported that they had their spinal cord stimulator (scs) removed because it caused seizures. It was noted that the patient was now a full on epileptic. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The patient was implanted for chronic pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.